Manufacturer narrative:
(B)(6).

Event description:
The customer called and reported that while testing a patient on the accuchek inform ii (serial number (B)(4)) the results of hi (greater than 33.3 mmol/l) and 18.8 mmol/l were obtained 5 minutes apart. The result of 18.8 mmol/l was reported to the doctor. The customer was not sure if the patient's hands were washed. There were no laboratory tests done. There is no further information regarding any treatment changes or the patient's current condition. There was no adverse event. The suspect product was requested to be returned. The customer thinks that the strips in the vial were probably used up. The customer has a vial of the same lot number but the customer does not know if it was the same vial in use at the time of the results.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.